Event description:
It was reported that a flogard infusion pump experienced the 66 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump is in the process of being serviced on-site. An alarm log review, visual inspection and functional testing were performed. A service history review revealed no previous service events were related to the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of alarm f-66 was not confirmed and the root cause could not be identified. If any additional relevant information is received, a follow up MDR will be sent.